Event description:
The facility reported a pump failure code 810:04. This failure code occurred during bio-med testing. There was no patient injury or medical inervention necessary according to the hospital representative.